Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the right ventricular (rv) lead and right atrial (ra) lead had indications of fraying. The leads remain in use. No patient complications have been reported as a result of this event.